Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the battery has not been preserved. The battery was at end of battery life. No other information was provided.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7) it was reported that the device was programmed off and that x-rays showed no breaks at the height of t1. It was reported that surgery was planned. It was reported that no patient manipulation or trauma occurred that could have caused or contributed to the high impedance. The patient underwent generator and lead replacement surgery on (B)(6) 2013. The explanted devices have not been received for analysis to date.